Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 -2.50/6.0/102 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. Lens rotation was observed. Lens repositioned on (B)(6) 2023. But problem was not resolved. Status of eye is reported as "lens keeps rotating to the same position. Consulting with ma how to solve this." Cause of event was not reported.

Manufacturer narrative:
Investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
(B)(4).